Event description:
It was reported that the atrial lead had high impedance up to 2096 ohms. The lead remains actively implanted. No pt complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events involving lead dislodgments; date range march 30, 2008 and march 29, 2010. This medwatch report represents 4 events (event type code malfunction). The info submitted reflects all relevant data received. If additional relevant info is received, a supplemental report will be submitted.